Event description:
Consumer stated he has been purchasing interdental angle brushes for over 2 years and was very happy with product, but within the last few months they are falling apart about the 3rd time I use the same one it breaks off between my teeth. Consumer didn't respond when asked to send the product back.